Event description:
It was reported that the patient had a lumbar drain inserted for a cerebral spinal fluid (csf) leak. The patient was hospitalized as a result. The patient¿s status was alive with no injury. Additional symptoms were unknown at the time of the report. The pump was infusing dilaudid and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).